Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the eye drape in the custom pack had changed. The adhesive part of the drape got stuck to a pt's cornea creating a corneal abrasion. Additional info was requested; however, none has been provided to date.